Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (pod pc), a ruby coil detachment handle (handle), a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the pod pc through the microcatheter. Subsequently, the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using another pod pc and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.